Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6). Associated medwatch number: 1221934-2018-50177 & 1221934-2018-50178

Event description:
It was reported by the sales rep that two of the customer's latarjet step drill 3.2mm, one glenoid long drill bit and bristow latarjet 48mm screw top hat were dull and their latarjet bone screw retriever was bent in between cases. There was no case or patient involvement. The devices are being returned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. D3, g1-2: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the drill tip was slightly worn. It was also observed that the laser markings were heavily faded. The device is reusable. It is possible that the device was dropped or mishandling on the drill tip during use or during reprocessing and cleaning, which would cause the drill to be dull. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial and first follow-up medwatch, a second follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch number: 1221934-2018-50177 & 1221934-2018-50178.